Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer reported that a bad sensor alert occurred after second consecutive calibration error alarms. The customer's blood glucose was 120 mg/dl at the time of incident. The customer's blood glucose was around 193 mg/dl and sensor glucose was 55 mg/dl when it triggered threshold suspend. The customer stated that they received false low alerts. The customer stated that the threshold suspend limit was set to 60 mg/dl. The sensor will be returned for analysis.